Event description:
(B)(6) is being re-opened as a follow up is being filed to correct a typo. The alert date was recorded as 2/7, when in fact it should have been captured as (B)(4) 2013. Rep reported that the surgeon was unable to get consistent setting readouts with the indicator tool. After many attempts the valve was finally programmed by angling the reprogramming tool about 10 degrees off of the scalp and it was confirmed radio graphically. Device is still implanted.

Manufacturer narrative:
The alert date is 1/27/2012 and not 1/27/2013.

Event description:
Correction to the follow up. The alert date is 1/27/2012 and not 1/27/2013.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. A follow-up is being generated due to the medwatch being reclassified to a serious injury.

Event description:
(B)(4) is being re-opened as a follow up is being filed to correct a typo. The alert date was recorded as 2/7, when in fact it should have been captured as 1/27/2012. Rep reported that the surgeon was unable to get consistent setting readouts with the indicator tool. After many attempts the valve was finally programmed by angling the reprogramming tool about 10 degrees off of the scalp and it was confirmed radio graphically. Device is still implanted. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. A follow-up is being generated due to the medwatch being reclassified to a serious injury. A follow-up is being generated due to the medwatch being reclassified to a serious injury.

Manufacturer narrative:
A follow up report was filed to correct a typographical error pertaining to the alert date. It was also noted that the device has not yet been explanted as it was initially reported that it was explanted on (B)(6) 2012. It was reported that the surgeon was able to get the device to program the device to the desired setting confirmed by imaging.